Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Event description:
It was reported, that the patient underwent surgical intervention. Where in the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg triggered the elective replacement indicator (eri). The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.